Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen for a refill on (B)(6) 2011. The patient experienced baclofen withdrawal and was admitted to the hospital on (B)(6) 2011. The pump logs were checked and a pump alarm was confirmed by telemetry. The alarm was not heard. The critical alarm was due to a motor stall that had occurred on (B)(6) 2011 with a tube set message on (B)(6) 2011. Per the reporter, there was no emi or magnetic interaction. The plan was to replace the pump. Per the reporter, it was unknown if any off-label drug was used in the pump. Additional information has been requested, a follow-up report will be sent if additional information becomes available.